Event description:
It was reported the patient lost therapeutic effect from the stimulator. The patient felt no stimulation. The patient was not able to recharge the device. The device had been dead for one week. The patient was seen in the clinic. Coupling of the device and recharger was not possible. The device had been recently implanted ( early 2008) but was put in the old device pocket. It was later confirmed the device had flipped in the pocket. The physician surgically revised the pocket from the patient's front to their back. Following the revision, the patient was reportedly doing fine.